Event description:
It was reported that the atrial lead threshold had increased since implant and was measuring high. An x-ray showed that all of the lead slack was gone. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the full lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor was kinked/buckled, there was blood in the proximal conductor (not obstructed), there was blood and tissue in the distal electrode, the outer insulation was breached cut, the lead was stretched and there was apparent explant damage. (B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter-defibrillator (B)(6) 2012; 4296 implantable pacing lead - (B)(6) 2012.